Manufacturer narrative:
The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device drives even if not touched. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device was turned on several times without inserting a finger and it was found that magnetic interference from the batteries caused the device to believe the sensor has been opened and to start searching for a measurement. When it does not get one, it puts the device into a low power state. The device searched for a measurement, but no measurement displayed without a finger being inserted into the device. Updated model number to 9707-1.